Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B)(4): initially, the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance and high battery impedance which led to elective replacement indication (eri). Eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. (B)(4): subsequently, the device was returned and analyzed and found to have high battery impedance.

Event description:
It was reported that the device reached elective replacement indicator due to battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.